Event description:
This report is based on information provided by a third-party service technician and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while attending to a patient on (B)(6)2025 at 07:00am, the screen calibration drifted. The service engineer states the head nurse reports the letter boxes have been shifted by 2 letters. The device was in use at the time of the reported screen alignment shift, however according to the customer, there was no reported impact to patient care. An onsite visit has been scheduled.